Manufacturer narrative:
(B)(4). Device manufacturing date - july 25, 2014 to august 1, 2014. A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. A companion sample was returned for evaluation. A visual inspection was performed without noting any issues. A pressure test was performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap contained an inadequate amount of iodine. The problem was found before use. There was no patient involvement. No additional information is available.